Event description:
The device includes a drug calculator that does not administer drugs. When a calculation is performed for certain drugs and the pt's weight is based on pounds, the calculated infusion rate will be incorrectly displayed. This problem only involved the drug calculation feature and does not effect any other function of the monitor. No user event has been reported.